Event description:
Medtronic received a report that the pipeline stent failed to open in the proximal section. The patient was undergoing surgery for treatment of a unruptured aneurysm located in the left internal carotid artery. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure showed a stryker surpass flow diverter stent placed successfully with good angiographic result. It was reported that a pipeline stent was used in a case for an acutely symptomatic left internal carotid artery (ica) cavernous aneurysm. The plan was to use the flow diverter and coils. The physician tried to deploy the proximal end of the pipeline and it looped on itself. The patient had marked vascular tortuosity and the aneurysmal segment of the ica was very disparate in size. The pipeline was no longer opening. The physician managed to retrieve the whole stent, but "did not want to use it again." It was stated that the stent had twisted and would not open. It was reported the pipeline failed to open in the proximal section. The pipeline was removed from the patient. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.